Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid to distal right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation but failed to cross the mid lesion. The device was removed and another crossing attempt was made. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.